Event description:
Customer stated she purchased some brush heads for her sonicare and the bristles are falling out of the brush head. It is the adaptive clean model. The very top one fell out first, into my mouth and then one from the side. She purchased a two pack from her dentist a few months ago, but she didn't start using them until about a month ago.